Event description:
On (B)(6) 2025, a spontaneous report was received via social media regarding a female consumer (age not provided) who used a thermacare lower back & hip heat wrap. On (B)(6) 2025, additional information was received from the consumer. On an unspecified date, the consumer topically applied one thermacare lower back & hip heat wrap on her stomach for stomach pain relief. It was clarified that she thought she folded the heat wrap in half and the heat wrap was then tucked into the front of her leggings. After using the product, she experienced a burn and a blister from it burning her skin. It turned into a blood blister which was painful. She kept it covered with a band aid. As of (B)(6) 2025, her blood blister was healing, and she noted she may have a scar from it. No additional information.

Manufacturer narrative:
The most probable root cause is intentional device misuse. The consumer used a thermacare lbh heat wrap on her stomach for stomach pain, not using the wrap belts to secure the wrap, just tucked into her into the front of her leggings. The thermacare labeling and instructions for use provide guidance for the customer to prevent injury during use. In this case, the customer used a lbh wrap on her stomach for stomach pain. Labeling states thermacare lbh provides heat therapy for temporary relief of minor muscular and joint aches and pains associated with overexertion, strains, sprains, and arthritis. Thermacare lbh directions state that the lbh wrap is applied on lower back or hip with darker heat cells towards skin, and to place the wrap flat, do not fold or bunch as your risk is increased (for receiving a burn). The packaging instruction warns the consumer, do not place extra pressure over the product such as leaning against hard surfaces, or wearing under tight clothing, a tight waist band or belt. This is an adverse event for a burn and a risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.